Event description:
Reporting status: serious injury/required intervention/permanent damage. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that the patient underwent stenting of the 1st obtuse marginal with a xience v stent. In early 2009, the patient experienced acute coronary syndrome (angina) and was hospitalized. The patient was treated with an unspecified medication. Functional ischemia study was positive and the cardiac enzymes were elevated. The symptoms resolved a week later. The patient experienced post-infarct angina starting the following month, and was re-hospitalized the next month. The patient was treated with unspecified medications and percutaneous coronary intervention was performed on the target vessel. The patient effects resolved six days later, and the discharge date was the same day. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina, myocardial infarction, and stenosis, as noted in the xience v instruction for use, are known adverse events associated with coronary stenting. Additionally, angina, enzyme elevation, myocardial infarction, stenosis, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. It is possible that the angina, cardiac enzyme elevation, and myocardial infraction were secondary effects of the stenosis. A conclusive cause for the reported patient effects, cannot be determined.